Event description:
It was reported that a (B) (4) handheld computer was frozen on the successful interrogation screen during interrogation of a patient's generator in the o.r. The nurse performed a soft reset which allowed her to successfully interrogate and perform diagnostics on the generator. Furthermore, it is known that under certain conditions the reported screen freeze event can occur with the (B) (4) computer.